Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 392 mg/dl) and ketone level was 0.9 mmol/dl. Ketone level was considered as being dangerous. Corrections via insulin pen and pump along with a temporary basal rate. Customer suspected pump was cause elevated bg; however, no specific information was provided. As event occurred in the past, cause of event could not be determined.